Event description:
The customer reported less than ten (10) milliliters of fluid leaked from the manual probe/probe wipe involving the coulter hmx hematology analyzer with autoloader. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection and performed troubleshooting by securing the blood sampling valve (bsv) and performed a probe wash. The customer noted fluid was leaking from the wash probe. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted; there was no patient consequence. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) observed a fluid leak around the rinse block and discovered the rinse block was not dropping far enough for the vacuum line to remove diluent. The fse adjusted the rinse block until the vacuum would remove the diluent without leaking and resolved the issue. Service activity performed was verified to meet the specified requirements per the established procedures. The instrument conformed to the manufacturer's published performance specifications. (B)(4).